Event description:
It was reported that the the right atrial (ra) lead had an insulation issue and low impedance measurement. It was also noted the lead exhibited noise which could be reproduced with isometrics, and was causing the patient to only receive pacing from the right ventricular (rv) lead which caused the patient to "feel bad." The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.